Event description:
Reporter alleged blood glucose measured via a finger stick of 11 mg/dl compared back to back with a result of 153 mg/dl via ear lobe when testing was performed within 3 minutes. It was stated no treatment or actions resulted. Reporter alleged back to back testing was performed due to the alleged renal patient having a condition known as edema. A request was made for the return of the suspect device and replacement product was sent.